Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient had a pump placed (B)(6) 2017. Due to headaches and lumbar fluid collection, the patient was given blood patches x 2. The first was soon after surgery and the second was after lumbar seroma found. The patient saw physician five months later regarding lumbar seroma and opted to have a second blood patch. In (B)(6) 2018, the patient had elective surgery to explore the lumbar wound, drain the seroma, and revise catheter as needed . Per md notes, the catheter was not replaced or repositioned. In (B)(6) 2018 , the patient returned to the clinic with an abdominal binder in place and the lumbar seroma had reappeared. On this date, the lumbar seroma appeared larger than it was previously. The patient reported they had not followed up with the surgeon. The patient was seen in the specialty clinic that day by physicians. The plan was for a side port dye study and CT scan to check for catheter issues. The dye study was completed in (B)(6) 2018 and per md's note, the dye study showed, "there was no extravasation, however, of fluid or dye in the seroma." The patient was again seen in the specialty clinic in (B)(6) 2018. The patient presented with a large lumbar seroma which had again returned. In that clinic visit, the nurse noted, "it is stated that patient will be getting pump explanted in (B)(6) 2018 due to possible failure of pump and/or catheter system.

Manufacturer narrative:
See attached medwatch. If information is provided in the future, a supplemental report will be issued. - attachment: [702238546_medwatch.pdf]

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported there was no obvious cerebral spinal fluid leak or catheter malfunction. The seroma fluid was positive for beta 2 transferrin and negative for the presence of csf. Both the lumbar seroma and headache resolved after the pump and catheter was removed. The pump and catheter were explanted due to recurrent seromas at the lumbar incision. The patient wished to try managing spasticity with mediation. The patient's weight was (B)(6) lbs.